Manufacturer narrative:
The customer reported a complaint that "the thermogard console (sn (B)(4) displayed tcmid:06 (ce post failure) error message" was confirmed during the event log review and functional testing. The investigation revealed that the root cause of the reported error message was a failed cooling engine (ce), likely attributed to the aging of the device. The thermogard console was manufactured in october 2012 and is more than ten years old, well past the expected serviceable life of 5 years. Upon visual inspection, several issues were noted that are unrelated to the reported complaint. These issues include a broken front cover, saline bag hook, and bumpers, as well as a missing coldwell cap, coldwell basket, and pan drip. Additionally, there are degraded and damaged coldwell gaskets and white rollers, while the pump lid and casters are loose. Finally, traces of saline have been seen inside the air trap block. The damaged and missing parts need to be replaced to address the observed physical damages. The root cause for the observed physical damages is likely attributed to user mishandling or normal wear and tear as there are no records of preventive maintenance (pm) to be performed on the console for the last 7 years. The event log review indicated a tcmid:06 error message around the reported event date, thus confirming the customer's reported complaint. In addition, unrelated to the reported complaint, the event log indicated mid:09 (air trap assembly) error messages on 01/25/2022. The thermogard system failed preliminary functional testing due to the tcmid:06 error message displayed during post, thus, confirming the customer's reported complaint. The investigation revealed that the root cause of the tcmid:06 error was a failed cooling engine. The cooling engine assembly will be replaced to remedy the fault. The mid:09 error messages observed in the event logs were not reproduced during the testing. The potential root cause for the mid:09 error was the spilled saline, likely attributed to a start-up kit (suk) leak or user mishandling. This customer reported no recent history of start-up kit (suk) leak complaints. Zoll is awaiting customer approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaint was reported for thermogard xp ivtm system with sn (B)(4).

Event description:
During setup, the thermogard console (sn (B)(4) displayed a tcmid:06 (ce post failure) error message. Another thermogard console was used to continue the patient's treatment. The customer provided no further information. No consequences or impact to the patient.